Event description:
The hcp reported the patient developed a cellulitis over the pump site. The patient was treated with antibiotics and pump removal. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.